Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7076893/7076937.

Event description:
It was reported that the patient was experiencing discomfort and inadequate stimulation despite reprogramming. All device components were explanted and will not be returned.